Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number:1627487-2019-07975. It was reported that the patient was not receiving adequate stimulation due to lead migration. It was noted that the leads were not implanted high enough for effective therapy. As a result, the patient underwent surgical intervention in which both the leads were explanted and replaced. Adequate therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.